Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.

Event description:
Reported blood glucose results of "50 mg/dl, 199 mg/dl, 112 mg/dl and 111 mg/dl" with the lifescan meter, performed within 120 mins of each other. The meter, test strips and control solution were replaced.